Event description:
It was reported that the implant was removed due to peri-implantitis.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been corrected: d4: expiration date. H4: device manufacture date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to peri-implantitis. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.